Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump would not attach to the cassette to allow priming. Pump displayed "cannot start pump with a latch cassette." There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 manufacturer establishment name, manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 3/5/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. Through latch lock testing the latch lock flex sensor was found to be defective due to it not registering latched when latched. The cause of the customer reported problem was the defective latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.